Event description:
The report sated that during a prostectomy or nephrectomy procedure, there was something at the tip of the blade that sparked and caught fire. The generator was set at 40/40. There was no injury to the patient.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.